Event description:
Boston scientific received information that this pacemaker had reached the elective replacement indicator (eri). There were higher outputs programmed however, there was concern that eri was declared sooner than expected despite the outputs. There was inquiry why during a threshold test there were no atrial or ventricular electrograms on the screen. Technical services discussed device behavior. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.